Event description:
Patient had pancreatitis, and pseudocyst and was treated with endoscopist cyst gastrostomy with axios stent. The stent migrated out of stomach and was unable to be retrieved endoscopically. Stent removed from pt in or during exploratory laparotomy. The stent was saved and is being stored by clinical engineering. It will be returned for failure analysis. There was no permanent harm or injury to the patient. After review, it was determined that a very experienced physician placed the stent initially and the cause of migration was unknown. Manufacturer response for pancreatic stent, covered, metallic, removable, axios¿ (per site reporter). Awaiting response. We will return the device for failure analysis.